Manufacturer narrative:
Correction: device evaluated by MFR. It was determined after receiving further clarification from the customer that this event was not a reportable event per cfr 21, part 803. After verifying the device accuracy from a verification report, it was determined that the device was within specification and the risk was not equitable to a reportable event. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was reported that during a surgical procedure at the user facility the device's screen had an intermittent flicking on and off of the view of the femoral and tibial tracker. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device's screen had an intermittent flicking on and off of the view of the femoral and tibial tracker. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.